Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Echo revealed that patient had vegetation on their mitral and tricuspid valves. The primary source of the infection was unknown but it was suspected that the infection was from IV drug use. According to the physician the infection was not related to the device. The device system was explanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.